Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate therapy due to oversensing on the right ventricular (rv) lead. A lead integrity alert (lia) triggered due to short v-v intervals and non-sustained episodes of oversensing. The rv lead remains in use. No further patient complications have been reported as a result of this event.